Event description:
Misreading glucose levels: dexcom g6 continuous glucose monitor is meant to last 10 days but invariably fails and at times dangerously records glucose levels as being low when in fact they are higher than the expected range. It is falsely advertised as lasting 10 days. FDA safety report ID# (B)(4).